Manufacturer narrative:
Date of event: date is estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation (mr) requiring mitral valve replacement. It was reported that the first mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips ((B)(4)) were deployed successfully, and the mr grade was reduced to 1+. On the 30-day follow-up, the patient was doing well, and the clips were stable on both leaflets. After 6 months, the patient presented with symptomatic and recurrent mr. On (B)(6) 2020, the patient had mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported mitral regurgitation (mr) could not be determined. Additionally, the reported patient effect of mr is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization (required) or prolonged and surgical procedure (major surgery) are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.